Manufacturer narrative:
(B)(4).

Event description:
This patient's lv lead has had sensing turned off for quite some time. Sensing was turned on to get the impedance measurement and it was noted that after ever paced complex, noise would occur. Sensing was turned off again and threshold and impedance measurements returned to normal. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.